Event description:
Procedure: lap gastric bypass. According to the reporter: the instrument toggled several times correctly then it became difficult to toggle. The surgeon noticed this occurring while squeezing the handle but when the instrument was removed, it was noticed only half of the needle was attached. The other half was inside the patient's cavity and still remains, it could not be located. X-ray was not taken.